Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from edwards design validation testing, a tear in the distal tip of a 14f esheath+ was found after a commander delivery system with 26mm s3ur thv was advanced through it. The sheath had been pulled from a commercial lot (wo 65481781) and then subjected to a 2nd cycle of sterilization prior to testing. When the event occurred during testing, the sheath was advanced through a tortuous model, but the tip had been inserted through the model until it was outside of the model prior to system advancement. There was no human involvement. Per the product return evaluation, it showed a distal tip tear.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, b7, g3, g6, h2, h3, h6, h10. The product was returned, and the following visual examinations were noted on the returned device: the sheath was returned without the sheath hub. Liner is fully expanded as designed. Distal tip torn axially near where the slant and radial scorelines intersect. Distal tip is also torn radially along the edge of the liner. Hdpe and soft tip are stretched. Radial, slant and axial score lines present. Distal tip torn near the axial score line. Distal tip is also torn where the axial and radial scorelines intersect. Axial score line present in the inner diameter (ID) of the sheath. Due to the nature of the complaint, functional and dimensional testing were unable to be performed. The complaint is confirmed through visual examination. The provided device imagery was reviewed; the following observations were made: sheath distal tip appears to be torn axially along the soft tip. Sheath distal tip appears to be torn radially along the corner where the axial and radial score lines intersect. Hdpe and soft tip stretching observed on the distal tip. Liner appears expanded as designed. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. A manufacturing mitigation review was conducted and sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in a pra. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in a pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. The esheath+ and commander IFU's were reviewed, along with the device preparation training manual, device procedural training manual, and transcarotid approach training manual. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Noted under the precautions section also includes 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device and imagery provided. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. It was reported that during edwards design validation testing, 'a tear in the distal tip of a 14f esheath+ was found after a commander delivery system with 26mm s3ur thv was advanced through it'. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the edge of the liner and near where the slant and radial scorelines intersect. Additional tears were also observed near the axial score line and in the corner where the axial and radial scorelines intersect. All score lines were present on the tip, including the ID axial score line. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the event occurred during edwards design validation testing (no patient involvement). The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation, which was implemented. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.